Event description:
A product liability claim was raised. It was reported that the patient was implanted an alpha insert me with rim jj/32 on the left side on (B)(6) 2008. Due to pain and subluxation, the patient was revised on (B)(6) 2008. (Second revision reported in (B)(6)).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained for the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).